Manufacturer narrative:
Reporter phone number - (B)(4).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1102 "primary alarm failed" error code occurred. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the "check vent: primary alarm failed (diagnostic code: 1102 motor speaker fail)" error in the event log. The pse replaced speaker #1 to prevent recurrence and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pil). The fi technician installed the speaker into a pi ventilator to duplicate the reported issue and found no visual issues. The technician verified by a temporary install of the suspect speaker into the pil standard test bed (stb) that there was no repeat of any diagnostic code during the stb operation. In addition, the technician verified that the speaker emitted a distinct audible alarm during induced alarm conditions and passed all resistance testing of the voice coil and associated wires of the speaker. No problem was found as the speaker operated as designed. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.